Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 32 mg/dl. Cause was not known. Reportedly, customer lost consciousness. Customer was treated with intravenous fluids to address the bg; customer could not recall the fluids they received. Treatment resolved the issue and there was no permanent damage. Later that same day the customer was transferred to a care facility.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The complaint could not be confirmed.